Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure and did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose was 11.7 mmol/l at the time of incident. The troubleshooting was performed and reported that they were unable to clear the alarm. The customer was also advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Unexpected battery power loss not confirmed. (B)(4).